Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported event could not be conclusively determined. The account communicated that the patient was found to have corynebacterium striatum bacteremia. The patient was treated, but then presented with cellulitis over the lvad pocket on (B)(6) 2016. An incision and drainage was performed on (B)(6) 2016 and the patient developed acute blood loss anemia following this procedure. The patient ultimately expired due to cardiac arrest on (B)(6) 2017. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. On an unspecified date in (B)(6) 2016 the patient was found to have corynebacterium striatum bacteremia and was started on augmentin. Repeat blood cultures on (B)(6) 2016 were again positive with corynebacterium striatum. On (B)(6) 2016, the patient presented with reoccurrence of cellulitis over the lvad pocket due to chronic infection and underwent an incision and drainage procedure of the pocket area on (B)(6) 2016. On (B)(6) 2017, due to exposed hardware from chronic infection, the patient underwent omental flap coverage of the lvad via laparoscopic harvesting. While in the post anesthesia care unit, the patient developed acute blood loss anemia which seemed resistant to resuscitation. While being prepared for transfer to the intensive care unit, the patient lost consciousness, became asystolic, and expired. It was reported that there were no device issues associated with the patient outcome. No additional information was provided.